Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis and the blood glucose reading was 460 mg/dl. The infusion set was changed on the morning of the hospitalization. Troubleshooting was performed and the programming was correct. The insulin pump passed the prime test but failed the high pressure test. In addition, it was stated that the customer is very tall, lean and muscular and has noticed several bent cannulas.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.